Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned for analysis and no anomalies were found.

Event description:
It was reported that during the implant procedure, the lead had thresholds high/unstable/unmeasurable, no capture, and positioning/fixing difficulties. The lead was not used. No patient complications were reported as a result of this event.